Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the wi-fi signal "interfered" with the patient's implantable neurostimulator (ins) sy stem. The patient experienced muscle spasms. Intervention taken was the patient requested for the wi-fi router to be switched off in places where it was possible to resolve this. The ins was replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Mfg site ID was updated to (B)(4).

Event description:
Additional information received from a manufacturer representative reported the implantable neurostimulator (ins) was replaced due to reaching elective replacement indicator (eri). The manufacturer representative did not know if the wi-fi signal interference was related to the replacement. When the patient was in the area of the wi-fi, they felt the delivery of therapy change.